Manufacturer narrative:
The patient underwent mesh implantation concurrently with hysterectomy on (B)(6) 2004. It was reported that patient underwent a mesh revision on (B)(6) 2008 and underwent mesh removal on (B)(6) 2011.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced hematuria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat uterine fibroids and stress urinary incontinence and mesh was implanted along with the concurrent procedure of bilateral salpingo-oophorectomy.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.